Event description:
Multisystem organ failure: the pt was grafted with epicel (lot #ee00170) in 2001 with a total of 45 grafts. The pt expired almost 2 months later of multi-system organ failure. The event is stated as unrelated to epicel. A qc microbiology and environmental report showed results were negative for both pre-release and final product sterility testing. All environmental monitoring tests passed.